Manufacturer narrative:
(B)(4). No sample was available for evaluation, so this complaint for overprime (leak out of patient line) was not confirmed in the lab; however, the most likely cause of the overprime is that the patient placed an extra supply bag on the heater bag lying in the heater pan. The labeling review was performed and on page 11-5 of homechoice automated peritoneal dialysis systems patient at-home guide issued on (B)(6), 2009; patients are instructed to place only one bag on the heater pan. This review finds the labeling adequate for the potential use error(s) in the complaint. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate

Manufacturer narrative:
(B)(4). Upon follow up with the caregiver, it was reported that the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error 0011 on the homechoice (hc) at connect bags. During troubleshooting of the alarm, the technical service representative (tsr) asked the caregiver (cg) if the patient line was primed all the way. The cg stated that he normally leaves the patient line closed because solution comes out of the patient line. The tsr asked the cg if there was a bag on top of the heater bag and the cg reported that there was. Tsr explained that it is recommended that any supply bags be placed on the side of the hc. The tsr explained that the patient line is primed by gravity and that the cg can move the patient line up in the organizer, so the patient line can be primed. The tsr assisted the cg with re-priming the patient line. Cg stated that the patient line was primed completely. The tsr explained that the hc will continue with the therapy. Product surveillance followed up (B)(6) 2010 with the cg who reported he had discarded the sample and the lot number was not known. No damage or issues with the cassette were observed by the cg. The cg stated the patient has continued therapy. No patient injury or medical intervention was reported as a result of this event.